Event description:
Journal article: the accuracy of navigation and 3d image-guided placement for the placement of pedicle screws in congenital spine deformity, reports pedicle screw found to be malpositioned on intraoperative CT with a complete lateral breech at l3 during fusion surgery t12-l3 for hemivertebra, kyphosis (table 1, patient no. 14). Screw was successfully re-directed. No further surgery needed at time of article. Patient was not symptomatic due to the malposition. One hundred and forty two screws were placed in 14 consecutive patients with congenital spine deformity using an intraoperative CT (o-arm) and stealth. To ensure the reference frame had not shifted and to check system validity, a navigated probe is intermittently placed on a known anatomic landmark. This represents a 0.7% revision rate (1/142), and a 99.3% accuracy rate for navigated pedicle screw placement in congenital spine deformity.

Manufacturer narrative:
(B)(4). Aware date is within range of 2007-2010, per the journal article: accuracy of navigation and 3d image-guided placement for the placement of pedicle screws in congenital spine deformity. No parts or files have been received by the manufacturer for evaluation. As the article states there were no neurological effects and the screw was placed in the normal fashion after the breach. The research fellow also advised that no adverse effects were noted postoperative.

Manufacturer narrative:
Due to insufficient information no further follow up can be reported.